Event description:
Reporter alleged obtaining a blood glucose value of 489 mg/dl on the advantage system before having lunch and was getting ready to self treat with insulin due to the high reading. Reporter stated she had taken her normal 32 unit dose of insulin at 9am and is not on a sliding scaled of insulin. Reporter stated passing out shortly afterwards and the paramedics were then called. It was stated paramedics measured a glucose result of 29 mg/dl on their meter and reporter was treated, type and amount was not known. Reporter stated she did not go to the hospital, however, does not recall any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.